Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. (D10) concomitant device(s): serial #: (B)(4), catalog #: 02-029-99-1003 - thread shorthead pin 1.0 square head, pk2, serial #: (B)(4), catalog #: 200-02-32 - three peg patella 32mm, serial #: (B)(6), catalog #: 02-020-11-0325 - truliant ps cem fem ps cem right sz 2.5, serial #: (B)(6), catalog #: 02-022-45-2520 - truliant tray, cem sz 2.5f/2t,

Event description:
As reported, approximately 1.5 years post op the initial right ps tka, this 62 y/o female patient was revised due to instability and pain. The patient underwent the poly swap where the surgeon removed the primary poly implant, trialed with a thinner 9mm option, and re-implanted a 9mm ps poly for size 2.5 femur. Knee rom was assessed and the surgeon was satisfied with the stability. The knee was irrigated well and closed. Patient was last known to be in stable condition following the event.